Event description:
During a sacral non union repair (prone, on the patients right side), the surgeon drilled and tapped the site to insert an 8.0mm variable thread cannulated fastener. The fastener was inserted initially with power and then by hand. The broken portion of the fastener remains in the patient and was not removed.

Manufacturer narrative:
The device was not able to be received for evaluation. Manufacturing and inspection records could not be reviewed as the device part and lot number is unknown. Based on the information received, the root cause could not be determined.